Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the device for an unspecified duration, first noticing symptoms on (B)(6) 2026. The patient described the infusion site as red, warm to the touch, burning sensation, swollen with a lump, and noted that the skin appeared green and flaky. During this period, the patient also experienced nausea, sweating, and feverishness, and their blood glucose rose to 18.1 mmol/l (325.8 mg/dl), which they treated with an insulin pen. Upon removing the pod before seeking medical attention, the patient observed that the cannula was bent. The patient also noted being unsure whether the infection was cause by the omnipod5 or their sensor. The patient visited a general practitioner at (B)(6) on (B)(6) 2026, and was evaluated the same day; the gp confirmed an infection, while a diabetes nurse referred to ¿tracking of the arm.¿ the patient received a prescription for flucloxacillin and a steroid cream. The patient stated the pod involved in the event is not available for return.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.